Event description:
It was reported that the patient presented for a device upgrade procedure. During the procedure, it was noted that the right ventricle (rv) lead was failing to sense and capture. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.